Event description:
Information was received from a healthcare provider via a manufacturer representative regarding an event happened during post op of the reported product. It was reported that, the iliac screws identified that could be possibly broken. Possible broken screws were found while doing an image analysis of a post-op x-ray. It was unknown if there were any adverse reactions occurred to patient. No further complications reported.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.